Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5.2 on main cabinet multiple pockets, failed at a times. A field service engineer stated that the customer informed technical support center (tsc) that the drawer had already been fixed prior to arrival at the location. Fse proceeded to run a full test and diagnostics and discovered contamination affecting the pocket contacts. Cleared all debris and restarted the station, which resulted in successful operation. The customer was able to test the station and confirmed it was functioning correctly. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es system, drawer 6.1 failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.